Event description:
It was reported that the device was undersensing during a vf episode. Egm records show the vf waves decreased in amplitude after the initial shock and falsely indicated a return to sinus rhythm. The device was reprogrammed. No patient symptoms were reported.